Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded the cartridge to resolve the issue, however, the insulin gauge remained inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 147 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.